Event description:
While servicing the device, the philips bench technician discovered during operational testing that the device was not recognizing the attached test load, it would display "attach test load to pads cable". There was no reported patient or user involvement and no adverse patient/user impact. One power pca was returned for failure analysis. The reported problem was verified during lab testing. The resistor r129 was found to be open, which resulted in the operational check failure. The resistor was replaced with a known good one and the device passed all tests related to it and it operated as normal.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, the philips bench technician discovered during operational testing that the device was not recognizing the attached test load, it would display "attach test load to pads cable". There was no reported patient or user involvement and no adverse patient/user impact.